Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to allow the transmitter to complete warm-up period to finish with the receiver, then pair the transmitter with the g5 application. No additional patient or event information is available.